Event description:
The pt reported that her ipg had reached end of life. It was reported that the pt requested her entire system be removed and a different model lead and ipg be implanted. No further info was provided. F/u on the pt found that she met with a new physician who determined the ipg is not depleted. The pt allegedly has stimulation, but she claims that her stimulation coverage is ineffective. The next course of action is undetermined. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.